Event description:
The pump was refilled and a bridge bolus was not done. The drug concentration had been 500 mcg/ml with 165 mcg/day; the type of drug was not reported. The pump was refilled with 2000 mcg/ml, but left programmed to 500 mcg/ml. The pt started having overdose symptoms and was admitted to hospital. As of (B)(6) 2010, the pt was still hospitalized and being monitored. The pt was starting to do better. He was more arousable and breathing on his own. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).